Event description:
The facility's biomedical engineering department reported a pump that "overinfused" during patient use. The pump was infusion "100ml bag" containing "20mg of potassium" on channel a in a piggyback mode. The infusion was being run at a rate of 100ml/hr via patient's central line. Biomed stated that the pump alarmed and the potassium bag was found to be empty. Reportedly, when the bag was found to be empty, the pump was still displaying volume remaining of 62ml and volume infused of 38ml. Despite baxter's efforts to obtain additional information from the reporting facility's risk management department, details were not available regarding patient's demographics, diagnosis or status, medical intervention, patient injury, other medications involved, or set up of the infusion device.